Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. The pump was received with minor scratches on lcd window, cracked case at display window corners and reservoir tube. The pump was received with shifted end cap sticker.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the buttons on the pump are not working properly. The customer stated that the escape button is not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.